Event description:
It was reported that the customer experienced a low blood glucose (bg) level below 40 mg/dl. Cause was not known. Customer consumed carbohydrates to address bg. At the time of report customer's bg level was back within "normal range".

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.